Event description:
Customer reported after ER patient's peripheral 18g IV was started, leaking was observed between peripheral catheter hub and connection to extension set. The IV was flushed with saline only when leaking around threads was discovered. Baxter extension set #2c3519 was the first extension set used. Rn attempted to connect two new extension sets to same catheter and leak was again observed with new extensions. The IV was discontinued, new IV started in a different location, peripheral catheter extension set were saved for investigation. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 12/04/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Thi product is distributed by carefusion and manufactured by terumo. (B)(4).